Event description:
At approx 5:00 pm on (B)(6) 2015, my daughter experienced a major malfunction of her medtronic paradigm insulin pump, which could have been life-threatening. As she was eating and about to bolus, she noticed that the reservoir was low. She changed her infusion set and refilled the reservoir with 100 units of novolog. The process went normally. She inserted the cannula and pressed fill cannula. About 20 seconds later, she heard a beep indicating empty reservoir. When she looked at the pump, she saw that pump had delivered all 100 units of insulin into her body. To keep from going into shock, she consumed carbs on a near-constant basis for hours-juice boxes, crackers, candy, a pizza, and more. Over the next several hours, her blood sugar fluctuated, at time rising to the normal range only to plummet to <50 shortly thereafter. Finally, at about 9:30pm, when her bg was less than 50 for about a half hours, we went to the emergency department. When she arrived at the hospital, her bg had risen to 70, but fell to 45 about 30 minutes later. Finally, at about 1:00am, her bg stabilized and she was discharged. We don't know the cause of the pump malfunction, but perhaps it's related to a problem with the case, which is starting to separate on the right-hand side of the devise near the up and down arrows.